Manufacturer narrative:
(B)(4).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es had an application crash. The customer stated that issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es medication application was not crashing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient which resulted in delay since the user obtained medications from the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction information: section e initial reporter first name, initial reporter last name, imdrf annex f grid. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application was not crashing. The field service engineer (fse) found that the structured query language server log folder was full of error logs, causing the c: drive to reach capacity. The fse deleted all logs and accessed server management studio to check the database, which was showing as corrupted. The fse deleted the database, repaired the med application and performed a full synchronization for the station. The fse rebooted the station and launched the application successfully. The system functioned as intended after the field service engineer repaired the device.